Event description:
It was reported to medtronic neurosurgery that the physician found that the connector of the product was leaking. According to the report, the doctor had to replace the device with a new one to complete the surgery. The report stated that the patient's current condition is normal.

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. (B)(4).

Manufacturer narrative:
The returned device was patent. It did not meet the requirements for leak testing due to the stopcock below the drip chamber being d isconnected from the drip chamber. It is unknown how the damage occurred. There was adhesive noted at the connection. The instructions for use (IFU) that accompanies the device caution that ¿all connections should be finger tightened. Over tightening can cause cracks and leaks to occur¿. A review of the manufacturing records was not possible as no lot number was provided. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.